Event description:
The following allegation was reported to davol by the patient: it was alleged that the patient was implanted with a bard/davol ventrio st mesh during a ventral hernia repair procedure on (B)(6) 2013. Allegedly, following implant the wound would heal, scab over and then re-open again with fluid discharge. The patient reports that his surgeon informed him that the mesh had become infected and he was treated with antibiotics for approximately one year without improvement. The patient alleges that the infection was not present prior to the implant procedure. He states that the pain continued and discharge worsened resulting in the need for revision. In (B)(6) 2014 the patient alleges that he underwent explant of the mesh and infection and that he was implanted at that time with a "pig skin" graft. He reports feeling well with no further issues.

Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged post operative course. As reported the patient is feeling well with no further issues. A manufacturing review that included review of sterility records was performed and found that the lot was manufacturing to specification. Infection is a known and inherent risk of any surgical procedure and is identified and addressed in the products IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / report was unable or unwilling to provide any further patient, product, or procedural details to bard.